Manufacturer narrative:
The initial MDR 2432235-2020-0431 was filed on 3-nov-2020. Additional information (18-nov-2020): test result data was provided by the customer. Refer to file attachments "MDR 2432235-2020-00431_attachment 1". Corrected information (18-nov-2020): for section b5 - the customer indicated that all the initial test results were reported to the physician(s). All the samples were repeated and only those test results with a difference of 10% were reported to the physician(s) as corrected results. Section b6 was updated.

Manufacturer narrative:
The customer contacted siemens to report that multiple patient samples were processed on an atellica ch 930 instrument while the instrument's wash station was leaking. The customer did not provide test result data for evaluation. The leak at the wash station was reportedly repaired by replacing a valve. It is unknown if the valve was replaced by the customer. The cause of the leaking wash station was a valve. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
Patient samples were processed on an atellica ch 930 instrument while the instrument's wash station was leaking. The initial results were reported to the physician(s). It is unknown if the initial test results were considered correct. The same samples were repeated on an alternate atellica ch 930 instrument. The repeat results were reported to the physician(s). It is unknown if the repeat test results were considered correct. There are no known reports of patient intervention or adverse health consequences due to the wash station leak.